Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia, including one event to 45 mg/dl and another low to 65 mg/dl, with subsequent recovery to 80 mg/dl after ingestion of oral carbohydrates and glucose tablets, and no alerts or alarms were reported from the device. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and no need for medical or third-party assistance. Investigation included troubleshooting and education, and the case was assigned for additional training, with outreach to a clinical team for further evaluation. Investigation of this case revealed no device alarms and an unclear cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear.